Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead helix would not extend. The lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.